Manufacturer narrative:
Additional information was provided from the customer stating that the issue resulted from user error (overdue calibration, a dirty sensor and/or incorrect measurement method by the user). No further details regarding the event were available. The customer cleaned the sensor and had the device calibrated. No further incidents have been reported. There was no device malfunction.

Event description:
It was reported that at 15:10, (B)(6) 2023, a 7 day old patient came to our hospital for yellow skin 5 days. The doctor used the device [jm-103 jaundice meter] and the test value is 368.0umol/l and suggested hospitalization. After admission, blood was taken to check the large liver function, and the serum total bilirubin was 481.0umol/l at 17:00 on the same day, which was 113.0umol/l different from the previous icteroscope value, which was not conducive to the diagnosis of the disease. Retest with blood. The value was unchanged. It could be reason of pollution at the sensor, or wrong test place of the baby, or long time no calibrated. The user cleaned the sensor and calibrated the device. No adverse patient impact was reported.

Event description:
It was reported that at 15:10, (B)(6) 2023, a 7 day old patient came to our hospital for yellow skin 5 days. The doctor used the device [jm-103 jaundice meter] and the test value is 368.0umol/l and suggested hospitalization. After admission, blood was taken to check the large liver function, and the serum total bilirubin was 481.0umol/l at 17:00 on the same day, which was 113.0umol/l different from the previous icteroscope value, which was not conducive to the diagnosis of the disease. Retest with blood. The value was unchanged. It could be reason of pollution at the sensor, or wrong test place of the baby, or long time no calibrated. The user cleaned the sensor and calibrated the device. No adverse patient impact was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.